Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative was found in the ventilator's downloaded error log. The device's system board and machine flow sensor need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative was found in the ventilator's downloaded error log. The device's system board and machine flow sensor need to be replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor failure was due to contamination.